Manufacturer narrative:
1038671-2024-02102. 1038671-2024-02103, d10: 4495140, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. The product associated with the reported event is within the scope of recall z-2158-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02102 and 1038671-2024-02103. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be femoral loosening and inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 89 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, femoral loosening, failure of implant, and pain. No further issues or complications were reported. No additional information is available.